Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed the power button was pressed multiple times and shut off the device. There's no indication in the device's log file of the device shutting off or resetting on its own. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a female patient (age unknown), the device inappropriately shut down.complainant indicated that the clinician obtained another device to continue treating the patient.complainant indicated that there was no adverse effect to the patient due to the reported malfunction.